Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 44-year-old female patient who had essure (batch no. 626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included esophageal reflux, hypertension, irritable bowel syndrome, obesity, lupus erythematosus, pap smear abnormal, rash, hives, chronic cervicitis, paratubal cyst and follicular cyst of ovary. Family history included ovarian cancer. Concomitant products included benzonatate from (B)(6) 2016 to (B)(6) 2017, escitalopram from (B)(6) 2016 to (B)(6) 2017, hydroxyzine embonate (hydroxyzine pamoate) from (B)(6) 2016 to (B)(6) 2016, hyoscine (scopolamine) from (B)(6) 2016 to august 2016, labetalol from (B)(6) 2016 to (B)(6) 2016, omeprazole from (B)(6) 2016 to (B)(6) 2018, oseltamivir from (B)(6) 2016 to (B)(6) 2017, oxycodone from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2016 and phentermine from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/ psychological or psychiatric problems condition:anxiety"). On (B)(6) 2016, the patient experienced adenomyosis ("other injury(ies) or complication please describe: adenomyosis") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"), 8 years 5 months after insertion of essure. In july 2018, the patient experienced alopecia ("hair loss/ alopecia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the adenomyosis, uterine leiomyoma, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6) 2011. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, migraine, alopecia, adenomyosis, pelvic pain". Lot number: 626212 manufacture date: 2007-11, expiration date: 2009-10 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a (B)(6) female patient who had essure (batch no. 626212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included esophageal reflux, hypertension, irritable bowel syndrome, obesity, lupus erythematosus, pap smear abnormal, rash, hives, chronic cervicitis, paratubal cyst and follicular cyst of ovary. Family history included ovarian cancer. Concomitant products included benzonatate from (B)(6) 2016 to (B)(6) 2017, escitalopram from (B)(6) 2016 to (B)(6) 2017, hydroxyzine embonate (hydroxyzine pamoate) from (B)(6) 2016 to (B)(6) 2016, hyoscine (scopolamine) from (B)(6) 2016 to (B)(6) 2016, labetalol from (B)(6) 2016 to (B)(6) 2016, omeprazole from (B)(6) 2016 to (B)(6) 2018, oseltamivir from (B)(6) 2016 to (B)(6) 2017, oxycodone from (B)(6) 2016 to (B)(6) 2016, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2016 and phentermine from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("psychological or psychiatric problems condition:mental anguish/ psychological or psychiatric problems condition:anxiety"). On (B)(6) 2016, the patient experienced adenomyosis ("other injury(ies) or complication please describe: adenomyosis") and was found to have uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"), 8 years 5 months after insertion of essure. In (B)(6) 2018, the patient experienced alopecia ("hair loss/ alopecia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes), oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal haemorrhage had resolved and the adenomyosis, uterine leiomyoma, dysmenorrhoea, dyspareunia, alopecia, migraine, headache, depression and anxiety outcome was unknown. The reporter considered adenomyosis, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2008 and (B)(6) 2011. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: depression, migraine, alopecia, adenomyosis, pelvic pain". Most recent follow-up information incorporated above includes: on 25-jun-2019: plaintiff fact sheet and medical record was received. Lot number were added. Device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), adenomyosis, fibroids, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), hair loss, migraines, headaches, depression, mental anguish. Reporter information, medical history, family history, events onset date, events outcomes, concomitant drug, essure removal were added. And essure insertion date were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.